Event description:
User reports analyzer leaked onto the floor. Customer confirmed patient results are not affected and there were no injuries. The field service representative determined a defective syringe valve assembly to be the cause and replaced the valve assembly. Performance tests performed which were within specification.